Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with a concentration of 2000 mcg/ml at a dose of 450 mcg/day. It was reported the patient started having an increase in rigidity starting on (B)(6) 2016 and then the patient went to the emergency room (ER) on (B)(6) 2016. The patient said she read her pump and initially saw a motor stall, and then when she read it again, there was a recovery. It was confirmed the patient had a magnetic resonance imaging (MRI) before the motor stall, and the pump was never read. The representative stated they programmed the pump to minimum rate mode. No interventions were mentioned. The change in spasticity symptoms was sudden. It was unknown if there was a system issue. The patient was hospitalized, and their status was being addressed by the hcp. The time of the stall was not able to be determined. The cause of the patient¿s rigidity was being worked up while she was in the hospital. The representative had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.